Event description:
Caller states patient received the following results on the inform system within 10 minutes: 57 mg/dl, 20 mg/dl, and 74 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.